Event description:
A caller reported the occurrence of a cartridge alarm, specifically alarm 20. There was no adverse impact on the customer's blood glucose level. Customer service assisted the caller in loading a new cartridge with the correct technique, allowing the caller to successfully resume insulin therapy, and the issue was resolved.